Manufacturer narrative:
Failure analysis for fiber 0010-2400-519b-(B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 56,280 joules while using the surgical fiber during a prostate procedure, the fiber was no longer vaporizing tissue. Time expended; 10:03 minutes - the fiber was cleaned during the procedure. The procedure was completed using a second surgical fiber; 80,898 joules and 14:50 minutes. There was no patient injury reported.